Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the lead exhibited out of range high pacing lead impedance and unacceptable thresholds. The pt is not dependent on ventricle pacing. The device was reprogrammed to atrial pacing and sensing mode.